Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, x-ray revealed externalized conductors. No electrical anomalies were noted. Defibrillation threshold test was performed and was normal. Lead remains implanted. Patient will continue to be monitored remotely and in-clinic.